Event description:
The sling detached from the lift and the resident fell.

Manufacturer narrative:
The facility reported that while transferring the resident with the lift, the sling detached and the resident fell. She hit her head, was taken to the hospital and subsequently died. The device was evaluated and no defects were identified. All functions of the lift worked properly when tested. All bolts were securely fastened, all linkage pins were locked in place, the cradle functioned properly, the leg spreader mechanism functioned properly, and the casters rolled unimpeded across the floor. There were no major scratches or dents on any section of the lift. The administrator reported that a sling from another manufacturer was being used with the lift. It is specifically stated in the owner's manual that use of non-medline slings is unsafe and may result in injury to the resident. It has been determined that user error was the cause of the incident. We have no information to suggest the lift caused the incident but in an abundance of caution, this medwatch is being filed.